Manufacturer narrative:
Returned device was received in good physical condition but the top case was cracked down the left side and the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was replicated on power up. The force sensor values were stuck on 1.13 lbs and does not change with different pressures. This caused by normal wear due to the 13 year old pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had a force sensor error. There was no reported adverse events.